Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with a 425cc mentor memorygel breast implant on the right breast. Post-operatively, the patient suffered right breast capsular contracture (baker grade unknown). The breast was protruding out. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On april 10, 2024, mentor received additional information indicating that the patient was actually diagnosed with bilateral breast capsular contractures (baker grade iii on the right breast and baker grade ii on the left breast). This medwatch form is for the right breast prosthesis. Capsular contracture on the left breast will be reported under mrn: 1645337-2024-04428.

Manufacturer narrative:
On may 17, 2024, mentor received additional information indicating that the patient only had a right breast implant rupture, and that the left breast implant was removed intact. In addition, the patient's implants were replaced with the following devices: (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 8460981 sn: (B)(6) and (left). 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9984183 sn: (B)(6).

Manufacturer narrative:
On march 21, 2024, mentor received additional information indicating that the patient has been scheduled for breast implant removal surgery on (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.

Manufacturer narrative:
On may 6, 2024, mentor received additional information indicating that the patient was also diagnosed with breast implant rupture on an unspecified breast. For now, both will be reported as ruptured and a supplemental report will be submitted once clarification is received.

Manufacturer narrative:
On may 30, 2024, the product investigation was completed. Device investigation summary: on june 13, 2024, an analysis of the suspect medical device¿s photo was completed. Investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 425cc breast implant was ruptured. In addition, shell abrasion was observed at the edges of the rupture the evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.